Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue re-calibrated the pressure transducers to address the issue. The stm ran the unit and performed all functional and safety tests, which passed to meet factory specifications, and the iabp was returned to the customer, and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during scheduled service performed by a getinge service territory manager (stm), the pressure in the cardiosave intra-aortic balloon pump (iabp) was out of specification. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during scheduled service performed by a getinge service territory manager (stm), the pressure in the cardiosave intra-aortic balloon pump (iabp) was out of specification. There was no patient involvement, and no adverse event reported.